Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an alliance handle was used with the trapezoid rx to crush the stone. However, the handle was broken when the stone was inside the basket. The procedure was completed with another same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.